Manufacturer narrative:
The on-label itrack advance procedure, viscodilation, was completed successfully and without issue. The off-label procedure subsequently performed by the surgeon resulted in the catheter breakage. No surgical intervention was reported. Foreign incident. Non-USA UDI associated with this incident due to translated labelling provided ous.

Event description:
The surgeon completed itrack advance viscodilation with no issue, however the catheter broke after the surgeon had performed 60 degrees of a trabeculotomy. A new itrack advance was opened to complete the trabeculotomy.